Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the while charging the pump, the pump became hot to touch. Subsequently, the customer received multiple temperature alarms. The customer's blood glucose level was 150-167 (mg/dl). The customer disconnected the pump from the power source and successfully resumed insulin.